Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 months. (Calculated from the date of manufacture.). Device evaluation: the reported event of a motor stop was confirmed through the evaluation of the submitted system controller log file. A pump stoppage event that lasted for 2 seconds was captured on (B)(6) 2015 and then once again on (B)(6) 2015. Both events appeared to have occurred while the pump was connected to the power module patient cable. Evaluation of the returned power module patient cable could not verify the reported pump stoppage events. The battery gauge/voltage monitoring line pin in the 16 pin lemo connector was found to be bent which prevented the cable from being fully engaged with the lab test equipment. However, the patient cable was tested for continuity and the test passed specifications. The bent pin in the 16-pin lemo connector was possibly due to a misalignment issue between the patient cable 16-pin lemo connector and power module receptacle upon physically mating the two parts. The bent pin did not appear to contribute to the pump stop events captured in the log file. A root cause for the two 2-second pump stoppages could not be identified. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a pump stoppage event while sleeping and connected to the power module patient cable. It was reported that the vad coordinator was unable to reproduce the alarms with manipulation of the external portion of the driveline. The patient was asymptomatic. It was reported that the patient was provided a new patient cable and that they would continue to monitor for unusual events.